Event description:
The recipient reportedly experienced a hematoma following surgery which led to device migration. The recipient's device was explanted due to a wound infection. The recipient is being treated with oral antibiotics. The recipient was not reimplanted.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed tool damage in the silicone overmold on the top cover, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was reportedly discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed and the infection resolved. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6), 2021, the recipient was reportedly reimplanted with another advanced bionics cochlear device.